Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole in the mid balloon body. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the inner, outer and hypotube were kinked at various positions along their length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome cutting balloon was selected for treatment. During procedure, it was observed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. A 10/2.50 flextome¿ cutting balloon¿ was selected for treatment. During procedure, it was observed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).